Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer (affected eye not provided) in (B)(6) 2020 while wearing the acuvue® oasys® brand contact lenses. The eye care provider suspended contact lens use for a few months and prescribed a cream and antibiotic eye drops (medication names were not provided). The pt was cleared to resume contact lens wear with daily wear ¿models¿. The pt advised no additional medical information is known. Multiple attempts were made to contact the pt for additional medical information, but nothing additional has been received. This event will be reported as a worst-case event as we were unable to verify the diagnosis and treatment provided. The suspect lot number is unknown. The suspect lens was discarded by the pt. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.